Event description:
During an atrial flutter procedure, the catheter was not recognized by the system and could not deliver rf energy causing a delay in procedure. All hardware and software troubleshooting were done, with no resolution. The catheter was removed from the patient, and the tip of the catheter appeared bent and incorrect. The catheter was exchanged and there were no adverse patient health consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.